Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s sensor failed, however, the patient could not specify when he because aware of the sensor failure. The patient also had no other sensors available, so he could not replace it. The patient¿s visiting nurse tested the patient¿s bg meter reading, which was high (no specific value was provided). No patient symptoms were reported. Therefore, the patient drove himself to the local va emergency room (ER). At the ER, the patient¿s bg meter reading was high (no specific value was reported). It was also noted that the patient¿s cgm device started providing him with cgm readings again once he arrived at the ER (although this is not possible after a sensor failure). The patient was treated with insulin and an unspecified IV medication. The patient was discharged home after approximately 4 hours. Attempts to reach the patient for further event clarification were unsuccessful as the patient was irritable at the follow-up calls and did not wish to discuss this event any further. The patient was ¿feeling fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.